Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump and a failed battery test. The customer was advised to address the failed battery test first by inserting a new battery. The customer states they will obtain a new battery and call back to continue trouble shoot. Nothing is being returned at this time.